Event description:
Asr revision; left asr hip resurfacing; reason for revision: alval/soft tissue reaction; pain.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, left, asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction & pain. Update received: 26th march 2014 - added further reason(s) for revision: enormously raised metal ions and lysis and attached surgeon confirmation form.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.